Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The laryngeal nerve monitor sensors were checked prior to the surgery and confirmed to be working properly. Partially through the surgery, a probe to the medtronic nerve integrity monitor began malfunctioning. The probe was stimulating all the tissue it touched even when stimulation was not purposely being generated. This prevented the surgeon from concluding a true nerve stimulation response. A new set of electrodes were obtained and switched out the new nim, this did not fix the issue. A new nim endotracheal tube was placed by anesthesia and a new pass probe was switched out but did not fix the issue. At this point, the surgeon decided not to proceed and ended the procedure because he could not confirm the integrity of the nerve. The patient needs to return for an additional surgery to complete the case. No patient impact.